Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
(B)(4), that during a left arm graft skin splint thickness procedure, the roller of the meshgraft ii did not function properly. No additional clinical information was received prior to this report.